Manufacturer narrative:
H3: two administration sets from p/n 21-7322-24 l/n 3788204 were received in unused conditions inside a plastic bag with their original sealed packaging. The samples were visually inspected at a distance of 12" to 16" under normal conditions of illumination. No obstructions nor other workmanship defects were detected in none of the joins of the products. The samples received were primed for gravity method connected to an IV bag; then were connected to a cadd pump solis in order to look for unusual function; the pump was set running and the alarm was not activated. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported upstream occlusion issue could not be duplicated. There was no fault found with the returned administration sets.

Manufacturer narrative:
Report source foreign: (B)(6).

Event description:
Information was received that a smiths medical cadd administration set upstream occlusion. No adverse patient effects were reported.